Manufacturer narrative:
On july 8, 2015, it was reported a final report with the info collected during the investigation, already reported in the initial report. On july 9, 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015. Lot 114295: 15 stems manufactured and released on (B)(6) 2011. No anomalies found. To date, 9 stems of the lot have been already sold without any similar issue reported. Clinical evaluation performed on (B)(6) 2015 by the medical affairs director: revision of a cemented stem little after 1 year since as to the reason of former revision. The xray is very bad quality, but it appears that the cement did not lock with the bone. No indication as to the cement used or cementation method. No indication about possible infection or cement allergy. I see no reason to think that this problem could be due to the implanted stem, but I think it was correct to avoid further use of cement in this patient. On (B)(6) 2015 the r and d product manager analysed the returned stem with the following comment: observing the explanted femoral stem, no conclusion can be deduced by the visual inspection. The root cause of the complaint cannot be determined.